Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the personal diabetes manager (pdm) displayed their blood glucose levels to be 30 mmol/l (540 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. It was noted that the cannula was bent upon removal of the pod. The adhesive pad was not secure, and fluid was observed to be leaking. Hyperglycemia treated with a new pod.